Manufacturer narrative:
Pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. The insulin pump was received with no audio tone/beep due to broken transducer wire (red). The insulin pump had cracked lcd window, minor scratched lcd window, cracked case at display window corner, debris under lcd window, cracked battery tube threads, broken belt clip slot at battery tube threads area and cracked reservoir tube lip. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that they were hospitalized with high blood glucose between (B)(6) 2014. The customer stated their blood glucose was around 800 mg/dl at the time of admission. The customer stated they were vomiting, unable to move and was beginning to pass out from their blood glucose. The cause of the hospitalization was from diabetic ketoacidosis. It was also found the customer was sick with the flu before being hospitalized. Customer was wearing the insulin pump at the time of hospitalization. Customer also reported experiencing high and low blood glucose, but declined to troubleshoot. The customer also reported up button on the insulin pump was cracked. It was also found the insulin pump was cracked the screen. Customer could how the damage occurred on the insulin pump. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.